Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) had undergone placement of percutaneous endoscopic gastrostomy (peg) tube and has been on duodopa therapy since (B)(6) 2015. On (B)(6) 2016, report indicated the patient developed intra abdominal abscess and was hospitalized. The same day, the patient was scheduled for surgery and doudopa therapy has been stopped. CT scan showed a 11cm abscess in contact with the tube and extending between the liver and stomach. Surgical drainage was done on the same day.